Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally announced the same meal twice and sought guidance after noticing a glucose value of 135 mg/dl trending upward, later reporting 122 mg/dl and steady. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no emergency treatment, and no hospitalization. Investigation included user counseling on verifying logged meals to prevent duplicate entries and instructions to monitor glucose and treat per standard hypoglycemia protocol if needed. Investigation of this case revealed user error related to duplicate meal announcement with device performance otherwise consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was use error.